Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on plug strap bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap), observed opening on posterior side assessed as surgical damage and observed crack on fill channel assessed as cracked valve seat diaphragm valve. Additional observations: observed creases on the device. Observed wear abrasion on the device.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.